Manufacturer narrative:
Device is a combination product device evaluated by MFR.: promus premier ous mr 32 x 3.00mm stent delivery system was returned for analysis. A visual and microscopic examination of the stent found proximal stent and mid-stent damage, with stent struts lifted. The undamaged stent outer diameter was measured. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip found distal tip damage. A visual and tactile examination of the hypotube found no issues. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 23-january-2020. It was reported that crossing difficulties were encountered. Vascular access was obtained via femoral artery. The 77% stenosed, 3.00mm x 29mm, eccentric, de novo, target lesion containing a >=90 degrees bend was located in the severely tortuous and moderately calcified left anterior descending. A 32 x 3.00 promus premier drug-eluting stent was then advanced for treatment but the stent could not cross the lesion. The procedure was completed with another of same device. There were no patient complications reported. However, returned device analysis revealed stent damage.